Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, implantable tachy lead, (B)(6) 2013; ddbb1d4, defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead had dislodged and was sitting in the pocket area. The lead remains in use. The patient is to undergo a lead revision in the upcoming future. It was noted that the patient has twiddler syndrome. No patient complications have been reported as a result of this.